Event description:
It was reported that during revision surgery the surgeon failed to remove the t-handle from the reamer. The scrub nurse attempted to separate the two instruments after washing them in saline to remove excess blood, this also failed. The sales rep tried to separate it with another person (one instrument each) this was unsuccessful as the reamer slipped through the wrapping & cut the sales on the left thumb. The efforts to separate the instruments ceased & first aid began on the sales rep.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. However, based on the limited information provided a user error cannot be ruled out. Should any additional medication information be provided this complaint will be re-assessed. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.